Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During an atrial lead revision, fluoro revealed externalized conductors on the rv lead. The physician elected to leave the lead implanted as there were no electrical issues observed.